Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine device exchange. Device interrogation showed the right ventricular (rv) lead was over-sensing myopotentials. The patient was asymptomatic. Programming changes were made to the rv sensitivity. The patient was stable throughout.